Event description:
It was reported that during the device placement procedure, the physician checked impedances and found all lead combinations to be greater than 4000 ohms. After trying multiple times to get a normal impedance reading, he changed up the entire system, 2 leads and 1 neurostimulator. Additional information has been requested. See MFR # 3004209178-2010-04417.

Manufacturer narrative:
(B)(4).